Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred the next day. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.